Event description:
The customer reported via phone call that the they experienced high blood glucose as well as the no delivery alarm on the insulin pump. The customer's blood glucose was 432 mg/dl. The customer was successful in treating for the blood glucose at the end of the call. The customer declined troubleshooting for high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.